Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "device" failed and was defective and was replaced. Per manufacturer's implant records, the right ventricular (rv) lead was capped and replaced on the date specified by the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was replaced due to a decline in r waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.